Event description:
The iab leaked. This was the only info available. On 3/20/98, the following was reported to datascope: the iab was inserted tranthoraciacally in the or because of poor circulation. A leak occurred and blood was noted in the connection. There was no pt injury or complication as a result of the event on 1/29/98. It was also reported that the pt expired on 1/31/98. [Event complications]: unk-reported 2/2/98; none-reported 3/20/98. [Pt's current status]: expired on 1/31/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.